Event description:
It was reported that the patient presented for in clinic follow up. A device interrogation revealed high capture threshold and increased pacing impedance exhibited by the right ventricular lead. The patient was scheduled for explant and the lead was replaced. The patient was stable.